Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d/h170) detected shock impedances greater than 90 ohms while implanted with this chronic right ventricular lead. This device was explanted for normal battery depletion. However, during the implant procedure greater than 125 ohms was detected on the chronic defibrillation lead and new crt-d (n119). No adverse patient effects were reported.

Manufacturer narrative:
As a result, the lead was surgically abandoned and a new lead was successfully implanted. The h170 was returned to the patient and the n119 remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.